Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. It is reported that the device was successfully used for 8 years. Therefore, it is found that the root cause of the reported event is attributed to expected wear and tear across the potential field age of 8 plus years. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that sterile processing noticed a fracture in the trial after washing. No adverse events have been reported as a result of the malfunction.